Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a procedure to treat a mildly calcified, mildly tortuous, 95% stenosed, de novo lesion in the mid left anterior descending (lad) coronary artery, pre-dilation was performed with a 2.75 mm non-abbott balloon dilatation catheter (bdc). After pre-dilatation of the lesion, the 3.0x18 mm xience xpedition stent was deployed at 14 atmospheres. A proximal edge dissection was noted. A 3.0x12 mm xience xpedition stent was used as treatment without issue. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.